Event description:
Pt experienced elevated blood glucose, switched to loaner infusion device, and concern with blood glucose resolved. Infusion device was not exposed to electromagnetic fields. Pt did not have any new medical conditions or treatment or experience increased stress. There were no changes to diet. No error messages were rec'd on infusion device. Target blood glucose is 6-7 mmol/l. Pt treated elevated blood glucose with an insulin pen. Infusion device was requested for eval. The pt did not require treatment from a health care professional or second party to address the issue. No add'l info was available.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.